Event description:
Open wounds on patient's chest after use of zoll onestep pads when patient arrested. Nursing staff believed wounds were from the pads. Patient expired as outcome of code but not related to the wounds. Provider reported the skin damage was related to the patient having to be treated with steroids. States the patient's skin was friable and high risk for sluffing and that the skin damage appeared to be from shearing, not burns.